Event description:
It was reported that there was white particulate matter floating in a small volume intermate. This was observed after compounding with an unspecified amount of milrinone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 02/23/2015 ¿ 02/26/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with floating white particles noted. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.